Manufacturer narrative:
Other relevant device(s) are: product ID: 3093-28, lot#: v779499, implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type: lead. Other relevant device(s) are: product ID: 3093-28, serial/lot #: v779499, ubd: 14-jul-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor it was reported that patient had a surgery before and the wire had moved. No symptoms reported. No further complications were reported or anticipated.